Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Blood glucose reading was 50 mg/dl for low blood glucose and 360 mg/dl for high blood glucose. Customer current blood glucose was 138 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Auto mode was not active at time of event. Customer was treated with food for low blood glucose. No further patient complications were reported. The pump will not be returned for analysis.